Manufacturer narrative:
The customer contacted the customer care center (ccc). Ccc performed precision on level 1 quality controls (qc), and found no issue. Ccc performed service method testing (smt), and found that service method for reagent arm 3 (r3) alignments failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse adjusted and corrected r3 to specifications and repeated the smt and system check, which passed. The cause for the falsely, low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urine enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching the patient clinical history. The corrected result from the alternate instrument was reported to the physician(s). The sample was then repeated on the original instrument, resulting the same as the alternate dimension vista result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.